Event description:
On (B)(6) 2011, the study coordinator received a phone call from the study subject's wife. He was informed that on (B)(6) 2011, the subject suffered a transient ischemic attack. He last had a transient ischemic attack on (B)(6) 2011 (MFR report# 0002028403-2011-00026). The subject's wife told the coordinator that her husband was admitted and discharged the same day from the hospital. To her recollection, her husband received an MRI and CT scan. She stated that she was informed by medical staff that nothing clinically significant was found. The subject has recovered with sequela (headache and fatigue). We are awaiting a discharge summary from the admitting hospital. The subject was in the dermagraft treated group during protocol #(B)(4) and he received 3 applications of dermagraft. He was in the non-treated group during protocol #(B)(4). The last application of dermagraft was over (B)(6) months prior to this serious adverse event. The investigator deemed the serious adverse event unrelated to the pt's participation in the (B)(4) study.

Manufacturer narrative:
(B)(4). The subject was in the dermagraft treated group during protocol #(B)(4) and received 3 applications of dermagraft, the last of which was over (B)(6) months prior to this serious adverse event. The subject was in the non-treated group during protocol (B)(4), during which time this sae occurred. The investigator deemed the serious adverse event unrelated to the pt's participation in the (B)(6) study.